Event description:
It was reported that during implant, resistance was observed while advancing the lead through the catheter. The catheter was also ki nked/bent during use. The catheter was attempted, not used and replaced. No patient complications have been reported as a result of this event. (B)(6) 2025 the catheter was returned and tested out of specification.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter shaft was bent. The shaft of the delivery catheter was spiral slit. Visual analysis of the lead indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.